Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent undersensing. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated rv (right ventricular) undersensing information. It was noted there was undersensing occurring in ventricular fibrillation (vf) and non-sustained tachycardia (nst) episodes and the sensitivity was programmed to 0.45mv.